Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. E1: ph # (B)(6).

Event description:
As reported, very calcified vessel, the outback needle came not out of the device after some attempts. There was no reported injury to the patient. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
As reported, while being used in a very calcified vessel, the outback needle did not come out of the device after some attempts. There was no reported injury to the patient. A non-sterile unit of ¿outback elite 80cm re-entry¿ was received for analysis. During visual inspection, the cannula was observed fully retracted (note: the outback elite catheters are packaged with the cannula deployed). The slider of the handle was returned set on the retraction position. A light curved condition was observed at approximately 3 cm from the distal tip. A catheter shaft separation from the luer hub was noticed located approximately 83.5 cm from the distal tip. The slider functionally was tested by actuating it back and forward, however, due to the observed separation the cannula deployment was unsuccessful. Sem analysis was not performed because the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was inspected with a vision system to obtain a magnified imaged of the separated surface. Both separated surfaces present evidence of brittleness caused by fatigue striations. Additionally, the fracture areas present a pattern that shows evidence of plastic deformations and elongations. The event, ¿cto catheter system~ fractured/separated¿ was confirmed, the catheter shaft is separated from the luer hub. Additionally, the reported ¿cannula/needle (outback only) ~deployment difficulty-unable to¿ was confirmed due to the catheter shaft separation, which prevents the cannula/needle from being deployed. The exact cause of the catheter shaft separation condition could not be conclusively determined during the analysis. However, in these brittleness type of fractures, the separation propagates rapidly without an increase in applied stress. Additionally, the fatigue striations, brittleness, elongations, and plastic deformations found on both surfaces of the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the plastic material was induced to a tensile force that exceeded the material yield strength prior to the separation. Procedural or handling factors, which led to the application of excessive force, may have contributed to the observed separation. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the outback® elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. Use sterile technique to carefully remove the outback® elite re-entry catheter from the packaging. Inspect the catheter for damage.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, very calcified vessel, the outback needle came not out of the device after some attempts. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.